Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 25.3cm was returned for analysis. External insulation abrasion was noted at 22.4-22.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that during device upgrade, a suspected lead to can insulation anomaly was noted. The lead was cut and capped and a portion of the lead was returned for analysis.